Event description:
It was reported that the right ventricular (rv) lead exhibited increasing coil impedances since implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - resistance/impedance increase: weekly pace impedance trend data shows a gradual increase for min and max defib active can on impedance = 62 to 95 ohms peak between (B)(6)-2011. Std review - lead integrity alert triggered: 1 - patient alert for lead failure predictor on (B)(6)-2011 05:20:05. Sensing - oversensing: 8 - ventricular nst<=210 ms on (B)(6)-2011 in the timeframe between 05:12:12 and 08:48:53. Sensing - interference/noise: ventricular short interval count v-sic=37 counts, in 30.58 days, between (B)(6)-2011 21:02:14 and (B)(6)-2011 10:56:07.